Event description:
It was reported from the analysis of the returned product that wrong and/or mixed packaging components was observed. It was reported distributor did incoming goods checking on 20-aug2024, there was one package of product less than expected in the box when just opened . There should be thirty-six package of products in the box, but actually there were only thirty-five package of products. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/4/2024. H6 component code: g07002 - no device problem found this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: * please confirm if 36 devices will be returned. --contacted with the sales rep today via phone, please refer to the event description, the report issue is incorrect quantity-missing 1 package/device in the box, so it's impossible to return 36 devices. H3 investigational summary: the product was returned to ethicon for evaluation. One open box was received for analysis. Upon the visual inspection of the received box, it was found that contained only thirty-five foil packets instead of thirty-six. This product requires thirty-six packages per box. In addition, it was noted that the tab dispenser was removed from the box. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Per the conditions of the returned sample, no conclusion could be reached on the cause of the reported event. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.